Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Confirmed device not cooling through patient data files and during decontamination process. Installed test mixing pump to cool. Serviced the mixing pump as part of the pm. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed stated that the arctic sun device was not cooling. Per sample evaluation results on 19mar2024, it was reported that the arctic sun device would not fill properly until the level sensor was cleaned of debris that was preventing water from entering the sensor cup and replacement of the tank seals due to tears in the seals. The circulation pump flow meter was replaced due to a binding impeller and the device was primed to fill in decontamination.

Event description:
It was reported that biomed stated that the arctic sun device was not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.